Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s ins on their left side stopped working on (B)(6) 2017. The patient reported that they charged their ins and saw an informational power on reset (por) on (B)(6) 2017. The patient was able to clear the por on the call. The patient programmer showed that the stimulation was off. The patient was able to charge the ins and turn the stimulation on. No further complications are anticipated.